Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that device met all specifications prior to distribution.

Event description:
On (B)(6) 2013 it was reported that the vns physician¿s vns hand held device had a cracked screen upon the receipt and the hand held device was unable to be used. The manufacturing records for the hand held device were reviewed and device met all specifications prior to distribution. Product return attempts are in progress.

Event description:
The handheld and flashcard were received by the manufacturer for analysis on (B)(4) 2013. An analysis was performed on the returned handheld, and the reported allegation was verified. Visual analysis of the handheld was able to verify that the display was cracked. The cause for the cracked screen is associated with mishandling of the device. Once the screen was replaced with a known good screen, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. An analysis of the patient data was also able to identify an entry on the day of the complaint giving the indication that a successful interrogation was performed.